Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented in clinic for follow up when software reset was observed. The device was reprogrammed. The device was later explanted.

Event description:
New information provided indicated that device was explanted due to eri.